Event description:
Per the audiologist, the pt reported pain with the cochlear implant system beginning sometimes in 2007. Results of an integrity test done a few days later were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explant surgery is scheduled for 2008 (exact date was not provided). No info on a reimplantation was reported at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.